Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on the proximal and the distal ends of the stent were lifted, stretched and pulled in a distal direction. The undamaged mid-section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break at 257 mm from the distal end of the strain relief. The hypotube did not fully separate but was held together by the hypotube coating. Multiple kinks were also noted during analysis across several locations of the hypotube shaft. The type of damages noted is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink on the proximal side of the port exchange site. This type of damage is consistent with excessive force being applied on the delivery system. Visible hardened medium was also noted in the inner/outer extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90-95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.75x24mm promus element¿ stent was advanced to treat the target lesion. However, the device failed to cross the lesion and tip of the stent strut was damaged. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.